Manufacturer narrative:
(B)(4) - neutropenia (yes), thrombopenia and mucositis. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. It is also possible several events occurred in one patient. The patient information is the average for all the patients. At this time no additional information was available, additional information regarding the patients, events, interventions and outcome has been requested.

Event description:
Literature: cui, y. Li h, wu q, et al. Treatment of colorectal cancer with unresectable synchronous liver-only metastases with combined therapeutic modalities. Journal of gastrointestinal surgery. 2011;15(2):285-293. Summary: a total of 152 patient with unresectable synchronous liver-only metastases from colorectal cancer were assessed, 85 patients met the criteria for inclusion into this study. The authors compared the outcome of 42 patients who underwent resection + radiofrequency ablation (rfa) + hepatic artery infusion (hai) + systemic chemotherapy for unresectable synchronous liver-only metastases from colorectal cancer (rrhs) with that of 43 similar patients who under went resection + rfa + systemic chemotherapy (rrs). The authors determined that the overall survival, the survival free of hepatic recurrence and the median survival in the rrhs group were all significantly higher than those in rrs group at 4 years. Reportable event: it was reported that 11 patients experienced a catheter obstruction during the first 14 months rendering the infusion device unusable. In six patients, the catheter and pump was taken out at the time of repeated liver resection. In five patients, the catheter and pump were not removed. There were no deaths in the postoperative period; postoperative complications occurred in 11 patients in the rrhs group. Postoperative complications included postoperative hemorrhage, infection, pleural effusion and other complications. All the complications were cured through medical treatment. There were several toxic effects of chemotherapy observed within the rrhs group such as diarrhea (n=3), nausea and vomiting (n=2), neurotoxicity (n=5), neutropenia (n=17), thrombopenia (n=4) and mucositis (n=1). It was also reported that during follow-up, 29 patients died from their disease condition within the rrhs group (not attributable to their therapy).